Event description:
The manufacturer received information alleging a ventilator's airflow was weak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and caused the issue. The inlet air path assembly needs to be replaced to address the issue.